Event description:
Event description cpi received information that a patient with a implantable cardioverter defibrillator (ICD) system experienced an inappropriate shock when exposed to a store theft detector system.